Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needed "new battery charges" and it had been 3 weeks "to need new battery charged." The patient had a headache and was in the hospital. The patient was unable to charge at the time of report due to trouble using the recharger. Troubleshooting was not performed as the patient was not with the reporter. It was unclear if the patient's headaches were related to the device or therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v291949, implanted: (B)(6) 2009, product type lead.